Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the entire scope had corroded and rusted, and as a result of component analysis of the foreign material, it turned out to be rust. A water leak inside the channel caused the rust, and it was detected as a foreign material in passing a brush. Regarding the pinhole on the instrument channel, the endoscope tip and the instrument channel inside have burnt, and the portion connecting insertion section distal end instrument channel had an air leak. The endoscope was damaged by withdrawing the laser probe while applying the laser, or applying the laser with the invisible situation of the distal end of the laser probe or the guide light on the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope had a leak. The device was returned to olympus for a device evaluation and found foreign material came out from the forceps channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, due to a pinhole on the bending section cover rubber the water tightness was lost, the adhesive on the bending section cover rubber had a chip, the up/down plate was sticky, the universal cord was sticky, the venting connector of the light guide connector was deformed, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, an abnormal sound was made due to damage on the angulation lever, the light guide bundle was slipping down, the control unit was sticky due to water leakage, and the video cable had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.